Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that truespan 12 degree peek could not be used during surgery, since the suture was ripped before using it. The complaint device was received and evaluated. Visual observations reveal that the suture and implants were into needle the shaft assembly. In addition, the components as the housing, slider, stop tube and the trigger were found in optimal conditions. The complaint cannot be confirmed. The functional test was performed in the meniscal gum sample making the firing satisfactorily. At this time, we cannot discern a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device [6l36034] number, and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The expiration date is unknown.

Event description:
It was reported by affiliate via complaint submission tool that truespan 12 degree peek could not be used during surgery, since the suture was ripped before using it. The procedure was completed with another truespan. No patient consequences. No surgical delay was reported. The device is available to be returned for evaluation.